Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring before the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact support again if the malfunction reappeared. The caller acknowledged and understood the instructions given.